Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ lithium heparinn (lh) blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated "there are low potassium results. Techs have noticed this sporadically since late summer. This morning we had 6 low samples - 2 were redrawn. Results: #1 original = 2.9 from both analyzers; repeat = 4.0. #2 original = 2.8; repeat = 3.3 ed doc had 3 of the 6 patients this morning and had a lady sent to the ed yesterday due to a report of a 2.4 k reported as an outpatient. It repeated as a 2.3, but after 80mg of administered k+ it only came up to a 2.7. He says he has noticed a pattern over his last several shifts. Also he says a patient with low k+ often runs a low mg and he hasn't seen that with these patients. Most of the samples were drawn by nursing with no ivs, samples were centrifuged @ 3360 for 7mins. We are just making sure there isn't a hidden problem as this is a critical test."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. This complaint is not confirmed with respect to erroneous results.

Event description:
It was reported the bd vacutainer® lithium heparinn (lh) blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated "there are low potassium results. Techs have noticed this sporadically since late summer. This morning we had 6 low samples - 2 were redrawn. Results: #1 original = 2.9 from both analyzers; repeat = 4.0. #2 original = 2.8; repeat = 3.3 ed doc had 3 of the 6 patients this morning and had a lady sent to the ed yesterday due to a report of a 2.4 k reported as an outpatient. It repeated as a 2.3, but after 80mg of administered k+ it only came up to a 2.7. He says he has noticed a pattern over his last several shifts. Also he says a patient with low k+ often runs a low mg and he hasn't seen that with these patients. Most of the samples were drawn by nursing with no ivs, samples were centrifuged @ 3360 for 7mins. We are just making sure there isn't a hidden problem as this is a critical test."